Event description:
Procedure type: lap gastric bypass. According to the reporter: the orvil anvil came off the tubing while being inserted. Surgeon used a scope to remove the anvil the esophagus. A new instrument was used to complete the procedure. The pt had some swelling due to trying to remove the device from the esophagus, but not any damage. Surgery time was extended 40 minutes as a result.

Manufacturer narrative:
The returned product was evaluated and found to perform according to specifications.